Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported the patient went to the hospital due to an infection at the insertion site. First she went to her family doctor on monday who prescribed her a fluid (rivanol). The patient reported being prescribed antibiotics (penicillin) by a dermatologist on tuesday, however, the patient was allergic to it. The patient went to the hospital and they had to operate on the infection site. The patient was prescribed doxycycline (antibiotic) for 10 days after the operation. While wearing the pod that was alleged to have caused the infection the patient¿s blood glucose level rose to above 250 mg/dl. The pod was worn longer than 48 hours on the leg.